Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received via the insulet customer service team, the patient presented to the emergency room (ER) with symptoms of weakness and elevated blood pressure. Upon arrival, a fingerstick blood glucose measurement indicated a level of 43 mg/dl, which was lower than the 130¿140 mg/dl range reported by the dexcom g7 estimated glucose value (egv). The discrepancy was over 100 points off from her blood glucose when she went to ER. The patient was diagnosed with hypoglycemia, weakness, and a ¿dexcom discrepancy.¿ as part of the treatment protocol, the patient removed and deactivated the dexcom g7 sensor. Immediate intervention included administration of orange juice, peanut butter, and ritz crackers to stabilize blood glucose levels. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. It has been reported that there was a difference in readings of 100 points off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.